Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 470 mg/dl. The customer felt tired and sleepy. They were sick with fever. They treated with 60 units of insulin. They did not allege that the device caused the high blood glucose. Troubleshooting was performed for their high blood glucose. The device will not be returned for analysis.